Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the universal surgical manipulator (usm) 4. The system was verified and ready for use. Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the unit involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during da vinci-assisted cholecystectomy surgical procedure, site contacted intuitive technical support engineer (tse) to report repeated recoverable 319 errors. Tse walked customer through a hard reboot of the system but that did not clear the error. Tse advised to disable the universal surgical manipulator (usm) and use the other 3 usms for the procedure. Surgeon elected not to do this. Tse advised that they could swap out the patient cart as all of their systems on site are at the same software level. They were swapping out the patient cart and will continue with the case the procedure was converted to another dv with no reported injury.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the universal surgical manipulator (usm) for failure analysis investigation. The unit was analyzed and log reviews recorded error 319 pointing to the axes controller carriage (acc). The unit was tested on an in-house system in normal mode where it triggered error 319. The unit was also tested on a patient side cart fixture test platform (pftp) where it failed check all boards test and fiber test on the rolling loop. Aba troubleshooting was performed with a gold rolling loop fiber installed and the unit passed. The rolling loop fiber was misaligned during visual inspection. The probable root cause of the reported issue can be attributed to a fault of the rolling loop assembly within the affected usm.

Event description:
Refer to h11 for follow-up information.